Event description:
Balloon angioplasty was being performed on pt. The first teo balloons had an apparent hole and would not inflate. No harm to pt. The third balloon worked fine. Rep notified to have balloon replaced at no charge to the pt.